Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bladder stone procedure using a powered laser surgical instrument, the single use fiber caught fire. The fire was extinguished, and the procedure was completed with a backup device. The customer reported that oxygen was likely used by the anesthesia provider at the time of the event and the presumed cause of the fire was a defective laser fiber. There was no patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction for previously submitted report. Updated field(s): b6, b7, d4, h2, h6, h11. Corrected h6 removed medical device problem code a1007. Corrected h6 component code g04060 . The device was not returned to olympus for inspection. Based on the results of the investigation, the most probable cause for the malfunction is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. The results of the final investigation. Olympus will continue to monitor field performance for this device.